Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. No part has been returned to the manufacturer for analysis. Device manufacturing date, unique device identifier (UDI), lot number/serial number are unavailable. Part not returned.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the orange tracker could only be recognized for a moment after verification, then no longer. The grey tracker was used for replacement without issue. There was no impact to patient. There was no reported delay to the procedure due to this issue.